Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that nozzle clogging with unspecified foreign material occurred due to the reprocessing not being conducted properly due to leakage from plug unit. Subsequently, the material was not possibly eliminated. Additional information was received from the customer which confirmed there were no delays in the pre-cleaning steps. The customer reported that the material that was found appeared to be a cotton residue. Additionally, the devices were temporarily wrapped in green cotton cloths, as the customer was in the process of setting up washing machines and cabinets to store the clean devices. The customer provided an update that the cabinet were tested and in full use. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation that there was foreign material clogged in the nozzle of the colonovideoscope. There were no reports of patient involvement.